Manufacturer narrative:
Other text: the device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the psi value presented above 80 during surgery and the value does not go down. There was no patient impact or consequence reported.